Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036 'report late due to asr to individual reporting transition'. This report is re-submitted due to webtrader indication of a failed original submission and refusal to accept submission with the same MDR ID number. A duplicate report may exist with report number 9611993-2019-02557. This report shall supersede report number 9611993-2019-02557 if duplication is identified in the adverse event reporting database.

Event description:
Implant failed due to failure to osseointegrate.